Event description:
Event description guidant received information that this pacemaker, which was included in the second population of a recent field advisory regarding the hermetic seal, displayed a battery gas gauge of 100%, despite being implanted for almost seven years. The patient's clinician inquired if this was accurate.